Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient at the time the reported issue was discovered. There was no patient harm reported. The customer contacted product support and the customer stated that the bottom half of the touchscreen seems to lose calibration after a while. The customer received the unit from hospital staff who stated that the unit¿s touchscreen isn't working properly. The customer performed touchscreen calibration and the unit became fully operational and returned to service. The customer then received the unit back due to the unit¿s bottom half screen not working properly. The customer was unable to see any part of the touchscreen that was not functioning. The customer was advised to replace the user interface (ui) pcba. The customer replaced the ui pcba to address the reported issue.

Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient at the time the reported issue was discovered. There was no patient harm reported. The customer contacted product support and the customer stated that the bottom half of the touchscreen seems to lose calibration after a while. The customer received the unit from hospital staff who stated that the unit¿s touchscreen isn't working properly. The customer performed touchscreen calibration and the unit became fully operational and returned to service. The customer then received the unit back due to the unit¿s bottom half screen not working properly. The customer was unable to see any part of the touchscreen that was not functioning. The customer was advised to replace the user interface (ui) pcba. The customer replaced the ui pcba to address the reported issue.